Manufacturer narrative:
Based on the claim against the product by the customer noting vio dv iesu shutting down, unexpectedly, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue. The iesu could not be turned on even after changing the fuse. The fse replaced vio dv iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding no power issue was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. A log review confirmed the radical prostatectomy with lymphadenectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the integrated electrosurgical unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically a third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patients inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer informed the technical support engineer (tse) that vio dv integrated electrosurgical unit (iesu) shut down unexpectedly. The customer reconnected vio dv to a different power outlet and replaced the power cable, but the issue persisted. The customer replaced vio dv with the third-party force triad generator to resolve the issue. The field service engineer (fse) will follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without issue. The procedure was completed robotically with the third-party generator ft10.